Manufacturer narrative:
Date of birth: no date of birth has been provided with the patient's age, therefore a default date of birth of (B)(6) 1938 has been listed. Device expiration date: unknown, device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal optima connector (c35-o) experienced leakage during use. The following information was provided by the initial reporter: material no: 515052, batch no: unknown. Event description: we have had two issues now in the last week where, after the nurses have adding the needle to the end of an syringe that has the phaseal adaptor on it, for a sc injection, it is leaking at the point where the needle attaches to the adaptor. It happened with rituximab sc and now bortezomib sc. They are attaching a 25 gauge subcut needle. Exp 8/31/2020 for the adaptor (for the injection with bortezomib) leak was noted at the end of administration for each occurrence. Customer does not have any information related to the syringe being used. 24mar2020 update product information received on 16mar2020: they luer-locked a needle onto a connector and connected it to a syringe with an injector previously attached. The leaking occurred between the needle and the connector for all the incidences.